Manufacturer narrative:
(B)(4). CAPA: the event swelling is addressed in the labeling. The symptoms difficulty swallowing and breathing are associated with a systemic hypersensitivity reaction which is also addressed in the label. No corrective action initiated. Manufacturer narrative: a batch record was requested on 15-feb-2016 for lot code 13436 expiration date 31-oct-2017. Pharmacovigilance comment: a causal relation between the events and the treatment seems possible. However, the medical history may also have contributed to the events. The case is assessed to fulfill the criteria for regulatory reporting due to the intervention with ephinephrine injection.

Event description:
(B)(4). A report was received on 08-feb-2016 from the physician's office concerning a (B)(6) year old female patient. The patient had a medical history that included: hypertension, hypercholesterolemia, asthma, depression, and hypothyroidism. She was allergic to compazine, iodine, and ampicillin. Concomitant medications included: albuterol (salbutamol) inhaler as needed for asthma, doxycycline hyclate 100mg for an unknown indication, flovent (fluticasone propionate) for asthma, levothyroxine 50mcg for hypothyroidism, sertraline 100mg for depression, pravastatin 20mg for hypercholesterolemia, and benazepril 20mg for hypertension. She had previously been injected with restylane-l to the lips on (B)(6) 2014 and did not have a reaction to that injection. On (B)(6) 2016, the patient was injected with an unknown amount of restylane l to the lips and an unknown amount of botox to her glabellar area, temples, and forehead. On (B)(6) 2016, while the patient was at the office, the patient experienced swelling of her lips. The patient also could not swallow and could not breathe. The patient was given an epipen (epinephrine) injection in the office. The patient then went to the emergency room. At the emergency room, the patient was given 125mg solu-cortef (hydrocortisone sodium succinate) and the severity improved after about 6 hours. The reporter did not feel that the adverse reaction was due to botox. No further information was available at the time.

Manufacturer narrative:
Per the nurse practitioner, the patient was injected with restylane-l on (B)(6) 2016 not on (B)(6) 2016 and the adverse events occured on (B)(6) 2016 not on (B)(6) 2016. Additional narratives: the event swelling is addressed in the labeling. The symptoms difficulty swallowing and breathing are associated with a systemic hypersensitivity reaction which is also addressed in the label. No corrective action initiated. Manufacturer narrative: a batch record review for lot 13436 did not reveal any deviations or other observations that indicate any product deficiencies. All chemical and microbiological test results were within the specification limits.

Event description:
(B)(4). A follow-up report was received on (B)(6) 2016 from the nurse practitioner. The patient was a fitzpatrick skin type I-ii. She had mitral valve prolapse. Her concomitant product was botox. She had a previous injection to her lips with restylane-l on (B)(6) 2014. Allergic to hyaluronic acid after incident. She had restylane-l (lot code 13436) injected in her lips on (B)(6) 2016 no technique or needle size was reported. On (B)(6) 2016, she had severe swelling of the lips and had difficulty swallowing and could not breathe. Emergency medical technicians (emt) treated her with an epipen and the events resolved. The event was life threatening and therefore met serious criteria per the nurse practitioner.